Event description:
This adverse event was received from dr. (B)(6). A female patient was injected with 0.35 ml radiesse in the nasofrontal corner. No arterial vasoconstriction during injection. The patient had painful bruising in the night and formation of crusts on day 2 with edema. On day 6, she had purulent discharge. Bacterial analysis of discharge revealed (B)(6) sensitive to any type of antibiotic. Corrective treatment was performed with local and oral antibiotherapy (unspecified). At the time of the report, the patient was recovering. This case report was sent to the (B)(6) authority by the physician. On (B)(6) 2013, dr. (B)(6) forwarded follow-up information; bacteriological analysis at the gram staining showed quite numerous gram positive cocci, and aerobic culture showed numerous colonies of (B)(6). Radiesse therapy was provided as (B)(6) 2012, radiesse lot number 1031663. The event is not resolved, the physician stated that cicatrization is in progress.

Manufacturer narrative:
The device history records for radiesse lot 1031663 were reviewed. All required testing specifications were met prior to release, there were no abnormalities noted. On (B)(6) 2013 the physician indicated that a patient visit is planned.